Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device. The report is filed march 16th, 2015. Device not yet returned to the manufacturer.

Manufacturer narrative:
This report is filed july 7, 2015.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.